Event description:
The patient inserted a tampon without her noting whether a withdrawal cord was attached. The following day the patient was unable to remove the tampon because it did not have a cord attached. The patient visited an emergency room in 2008 for removal of the tampon. Patient was released and no medications were prescribed. Medical records were not provided.

Manufacturer narrative:
The patient was unable to supply the lot number, and no other products from the same carton were returned. No investigation was possible, although data related to tampon integrity are continually reviewed and trended by the manufacturer as standard procedure. Insert instructions clearly state the need for the user to note whether "the removal cord (is) extending out of the plunger end" before inserting the tampon.